Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is giving an error code "1109" machine pressure sensor autozero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was verified that the solenoid to data acquisition printed circuit board assembly (pcba) pin alignment was good. The customer was advised to replace solenoids 2 and 4 but it did not solve the issue. The customer stated that they replaced the data acquisition pcba, and the unit has been running for four hours without issues. The customer will order the da pcba and repair the unit.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.